Event description:
According to the facility investigating officer narrative; 'while treating pt for chest pain, the medics placed the lp12 on the pt. Due to malfunction of the lp12, the ability to diagnose the pt was compromised and interfered with treatment of the pt.' No additional info regarding the event was reported. Pt outcome was not reported.